Event description:
It was reported that during an unrelated service visit, the getinge field service engineer (gfse)found that the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6) .

Manufacturer narrative:
The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). Necessary test and checks of the unit were performed. The unit was operated and tested with a trainer and catheter. The unit was suitable for use.